Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer was able to resume insulin with original cartridge. Customer experienced a blood glucose (bg) level of 500-568 mg/dl with high ketones levels. The ketones were identified as dangerous by the health care provider. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline and on occasion received manual insulin injection. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital but no release date was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.